Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during pre-implant interrogation. No patient involvement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during pre-implant interrogation. At the time no patient was involved. Technical services (ts) has indicated that storing this model of device in environments where temperatures fall below the recommended storage threshold may trigger a warning message. Ts suggests allowing the device to return to a warmer temperature and then re-examining it. If the warning message disappears, the device is considered safe for implantation. Additional information received confirms that the device was later implanted with success and continues to function without any problems.